Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-03329. It was reported the patient experienced uncomfortable stimulation. X-rays showed both of the leads had migrated from their original position. To address the issue, the physician repositioned both of the leads (B)(6) 2020 which resolved the issue.